Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during unpacking, dirt was found on the farawave catheter handle, so the catheter was replaced and the procedure was completed using another farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during unpacking, dirt was found on the farawave catheter handle, so the catheter was replaced and the procedure was completed using another farawave catheter. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the allegation of white foreign matter on the catheter was confirmed. Upon device return and inspection, it was observed that there were some marks/spots in the catheter handle. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. The reported white foreign matter was observed on the catheter handle. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of foreign material is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of quality control deficiency and supporting evidence that came to this conclusion. Based on the identification of stains/marks in the handle section of the catheter. While no physical breakage or structural damage was observed, the presence of these surface anomalies constitutes a cosmetic defect damage in the handle that impacts product quality. A nonconforming events and prevention (ncep) investigation was initiated to further evaluate these events and determine the root cause.